Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement ratcheting small straight handle shipped to site 06/08/2016. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported the upper metal plate of their small straight ratcheting handle was lost. A replacement ratcheting handle was requested. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned ratchet handle found that the reported event was related to physical damage by the user of the device. The impact cap on back of handle was broken off. There was no other damage to handle and the ratchet worked as intended. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.